Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in china. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that before surgery the dermatome blade was noted to be bent and plastic part was fractured. No patient involvement. Diligence is complete.